Manufacturer narrative:
Date sent: 11/08/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the probe stopped retracting samples in the middle of the case. The probe was flushed of debris and the knockout pin was cleared and the same issue occurred. A second probe was tried and the same issue with no samples occurred. The case was completed with a competitor's product with no consequence to the patient.